Event description:
A malfunction alarm occurred, identified as malfunction code 9. The reported blood glucose level was 6.6 mmol/l, indicating no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, as the malfunction code was resettable.